Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, it may be possible that the reported material separation resulting in unexpected medical intervention to snare the separated tip was due to an excessive embolic load preventing the filter from being able to fully collapse in the retrieval catheter and causing the barewire to separate during retraction; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left internal carotid artery. The nav6 embolic protection system (eps) was advanced to the target lesion and deployed without issue. The retrieval catheter was then advanced to capture the filter; however, it was noted the barewire had separated with the filter on it. A snare device was used to retrieve the barewire and filter and remove it from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.